Event description:
On (B)(6) 2012, the patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately erratic when performing back to back blood glucose tests. The medical surveillance specialist was unable to reach the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on the afternoon of (B)(6) 2012. The patient claimed that she obtained back to back blood glucose results of ''520 and 324 mg/dl'' with the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient reported managing her diabetes with insulin pump therapy and stated that she had consumed more food and drink than in her typical diabetes management on the day of the alleged issue. The patient claimed that a few hours after the alleged issue began she developed ''heart palpitations and shakiness'' as a result of the alleged issue. However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement. The cca also documented that the patient was using the correct test strips and they were being stored in an undamaged vial. The patient did not have control solution during troubleshooting and so a control test could not be performed. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as a result of the alleged issue. In addition, the two results being compared exceed lfs' criteria for precision testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.